Event description:
The customer reported to olympus, the colonovideoscope exhibited auxiliary water supply issues. The flow of water during flushing was very poor. The issue was found during preparation for use for a diagnostic procedure. The device was returned and an evaluation at the repair center revealed, the auxiliary channel was partially blocked due to some foreign substance inside jet channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned and customer allegation was confirmed. The auxiliary channel function was failed. After partial disassembling, the jet channel blockage was removed. The foreign material is of rubber type material and light pink in colour. There was incorrect jet tube assembly on control unit side. Jet tube was assembled in straight condition instead of making loop. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a rubber type foreign material clogged in the auxiliary water channel - however, the foreign material in the channel was unable to be further specified. Moreover, no deformation/breakage of the auxiliary water channel was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. Olympus will continue to monitor field performance for this device.